Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery alarm functioned properly during testing. The pump functioned properly. The pump passed the dat test at 0.08800 inches. The pump was received with minor scratched lcd window, stained keypad overlay, cracked battery tube threads and stained address keypad address.

Event description:
Customer reported via phone call that they experienced high blood glucose level of almost 600 mg/dl. The customer treated with manual injection. Customer reported that the high blood glucose levels began (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer performed high pressure test and the pump alarmed no delivery. The product was returned for analysis.